Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg site revision procedure on (B)(6) 2024 [related manufacturer reference number: 1627487-2024-12206, it was revealed that the patient's left lead had high impedances. As a result, the left lead was explanted and replaced during the procedure.